Manufacturer narrative:
Device evaluated b MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded, with blood and contrast in the balloon and shaft. Analysis of the tip, balloon, inner/outer shaft included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material located at the proximal edge of the proximal markerband and there were numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect. The reported ruptured balloon was confirmed.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation at 10 atmpsheres for 5 seconds, the balloon ruptured. The device was removed as a whole and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed as a whole and the procedure was completed with a different device. No patient complications were reported.